Event description:
It was reported by a non-medical professional that the pt underwent a revision anterior decompression at c4-5 and c5-6 using rhbmp-2/acs. Reportedly, the pt developed throat swelling, edema, and hematomas requiring a surgery. Reportedly, a hematoma in the cervical area lead to a spinal cord injury and neurological deficit manifested by loss of function and use of arms.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Refer also to medwatch report number 1030489-2010-00209.